Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s incident blood glucose level was 532 mg/dl. The customer¿s current blood glucose level was over 172 mg/dl. The customer was treated with syringes. The customer did not reported symptoms related to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Based on customer report customer did alleges pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Possible under delivery anomaly not confirmed. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).